Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the cassette did not aspirate during phacoemulsification. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified, that all required tests have been performed. And all acceptance criteria are met prior to release. Quality assurance has reviewed, this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The sample was tested using the console. The sample could prime and tune with the ultrasonic handpiece, the 0.9mm air bubble suppressant (abs) tip and infusion sleeve from the lab stock successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The pressure rate was within specification by testing and the sample passed functionality. The root cause of the customer's complaint could not be established as the returned fluidics management system cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).